Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed when the user attempted to retrieve dilaudid IV, user tried to reboot and recover the drawer, but access to the drawer remained unavailable. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility:(B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 5 had missing magnet from the latch inseparable. A field service engineer (fse) powered down the station, removed the drawer, replaced the latch inseparable, reinstalled the drawer, restarted the device and tested functionality. In proactive inspection fse replaced the flat flex cable and verified functionality. The system functioned as intended after the field service engineer repaired the device.